Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received in lens case base, in a zip locked bag. Iol returned positioned incorrectly in the iol case, it is pressed against three posts of the lens case base. Solution is dried on the iol. Both haptics are slightly deformed. The optic is scratched/marked-rejectable. The iol was measured by r&d engineer on the 10th of july 2025: the iol passed all optical property checks and is confirmed to be company lens, no problem found. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause for the reported complaint could not be determined. In relation to the customer technical enquiry, the iol was measured by r&d engineer; the iol passed all optical property checks and is confirmed to be company lens, no problem found. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the target was significantly deviated hence the lens was explanted. Additional information was requested.

Event description:
Additional information was received as the patient's condition was good after the replacement surgery.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).